Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days after implant, shock impedances on this right ventricular (rv) lead were greater than 200 ohms. The device pocket was re-opened and it was determined that the lead to header connection was not secure. The rv lead was re-inserted connections were secured. Following the revision, impedances were within normal limits. No additional adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.